Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose of "high", although a specific value was not provided, cause was not known. A correction bolus was delivered to address bg.